Event description:
It was reported that during a device changeout, the right ventricular lead was noted to have high and fluctuating impedance measurements in both unipolar and bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.